Event description:
This was a patient enrolled in the (B)(6) post-market study. No procedural difficulties or patient-related adverse events at time of implant. A 12-month CT scan showed decrease in aneurysm diameter from 58.4 mm at one month to 51.9 mm at 12 months (measurements per core lab). No endoleak, migration, or device integrity issues were noted at 12 months. About 624 days post-procedure, patient was diagnosed with broncho-aortic fistula and proximal type I endoleak. Patient was intubated for respiratory support and was hemodynamically stable initially. An endobronchial block was attempted but was unsuccessful due to friable lung tissue. Patient became progressively hypotensive, required maximum cardiovascular support. Chest x-ray showed "whited out left lung field consistent with aortic rupture." The family elected for no additional support measures and the patient died on (B)(6) 2013 (626 days post-procedure). The investigative site noted device malfunction leading to death.

Manufacturer narrative:
(B)(4). Investigation is still in progress.